Event description:
Diabetes center representative contacted dexcom technical support on (B)(4) 2012 to report that sensor wire had broken inside patient's skin. At the time of her call to dexcom technical support, diabetes center representative reported that patient appeared to be doing fine and that no medical intervention was sought.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.